Event description:
Customer reports the injector has not malfunctioned during any injection protocols. The injector has not malfunctioned during cases when the retract the ram to clear possible air in the line from the catheter, then inject. The injector has only malfunctioned at the end of procedures when they try to remove syringe from pressure sleeve. They will tilt the powerhead up, and try to retract the ram with either the keypad or the manual knob, when it will stall. They have noticed that sometimes the ram will actually move forward a bit, when pressing the keypad or turn the manual knob to retract. Customer will power down the injector, reboot, then the ram actions will be normal.

Manufacturer narrative:
Pending manufacturing investigation report. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.